Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058151r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s first pump was removed due to an infection. The pump was delivering an unknown medication at the time of the event.